Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed to indicate an error related to strong magnetic source exposure. Customer's blood glucose was 400 mg/dl, for which a bolus was delivered and blood glucose did not decrease. It was stated the customer had used a magnetic case for the insulin pump. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump passed seat, rewind, occlusion and displacement test. No insulin pump error alarm noted. No cosmetic damage noted on the insulin pump assembly.